Manufacturer narrative:
Analysis of the catheter revealed the catheter anchor did not properly detach from the ascenda tool. It was not able to be used. The proximal side of the anchor showed significant tearing along with slight shearing damage on the distal side. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube. No anomalies were detected with the hypotube portion of the tool.

Event description:
As of the date of this report, the patient was undergoing a new pump and catheter implant procedure. Upon deploying the anchor during the new catheter implant procedure, the deployment anchor tool / injector broke where the metal shaft was outside the syringe; it wouldn't push the anchor onto the catheter thereby not allowing deploying it. The catheter was removed and another new catheter was implanted with success; at this time, the anchor deployed successfully. It was noted that the patient did not have ill effects other than the implant surgery having taken a little longer; and nothing occurred from a "therapy standpoint because he's never had it before". On (B)(6) 2012, it was further stated that the second new catheter implanted was "fine" with no issues. Patient was also "fine" as the issue did not affect the patient in any way. The patient's pump administered lioresal (500 mcg/ml) at rate of 50 mcg/day. On (B)(6) 2012, the healthcare provider noted that the patient had a persistent csf (cerebrospinal fluid) leak and headache since the implant procedure on (B)(6) 2012. The physician attributed this to the need for an "additional required dural puncture", for when the first catheter passed encountered difficulty with the anchor deployment device. The patient was on coumadin, "which was complicating whether or not he could receive a blood patch" as a treatment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8780, serial# (B)(4), explanted: 2012 (B)(6), catheter model: 8780 serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.